Manufacturer narrative:
Hamilton medical ag comes to the conclusion: rootcause: blower defective. Correction replaced blower. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information.

Event description:
The following was reported to hamilton medical ag: summary: (B)(4) due to defective mainboard or blower.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: blower defective. Correction replaced blower.

Event description:
The following was reported to hamilton medical ag: summary: tf 431001 tf 431002 due to defective mainboard or blower.